Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, during the operation, the forceps were damaged and broke, requiring the use of other forceps and delaying patient care. At the time of this report, it is unknown how the procedure was completed and if the reported event had any impact on the patient.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
H8 updated to indicate initial use of device. Annex g updated to g07001 - part/component/sub-assembly term not applicable.